Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room due to low blood glucose on (B)(6) 2018 with blood glucose. The customer's current blood glucose was 238 mg/dl,101 mg/dl. The customer was treated by food and glucose tablet,orange juice. Troubleshooting was done for low blood glucose and over delivery. The insulin pump will not be returned for analysis.